Event description:
Patient reported she was in the hospital from (B)(6) 2023 due to line infection. Patient's line did not need to be replaced. IV remodulin pt. Patient is actively taking tadalafil and opsumit. Reported to (B)(6) by pt/caregiver.